Event description:
It was reported the catheter guidewire opens with an unidentified sticky substance inside. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white material on the stylet was confirmed; however, the root cause could not be determined. The product returned for evaluation was an opened powerpicc solo kit. The kit contained a 5fr dual lumen catheter with an inlaid hydrophilic stiffening stylet, a scalpel, a 5fr microintroducer, a 21ga introducer needle, and a pair of scissors. The majority of the stylet was withdrawn from the catheter but the luer was attached to the lumen. Microscopic inspection of the stylet revealed a white, flaky substance throughout the stylet which appeared to be the hydrophilic coating. The root cause of the coating peeling off of the stylet could not be determined. However, possible causes include environmental conditions and excessive manipulation of the stylet. Additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter guidewire opens with an unidentified sticky substance inside. No other information was provided.